Event description:
Customer reports obtaining results of 225mg/dl, 116mg/dl, 97mg, and 99mg/dl within 3 minutes on the same device. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.